Event description:
It was reported that the patient presented in-clinic with an episode of noise. Externalized conductors were observed via fluoroscopy. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.